Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team concluded: there is not sufficient relevant clinical information to conduct a thorough clinical analysis of the reported issue, after three attempts were made to obtain information. Additionally, the product is not available for return. Therefore, no further clinical assessment is warranted at this time. Should additional information be provided, the clinical/medical investigation task will be re-opened. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that after primary thr patient had chronic pain when sitting. Has been through different treatments for pain such as nerve ablations, caudal blocks, steroid injections and other medications. Revision surgeries were suggested by different physicians but patient doesn't agree because of the long recovery.